Event description:
It was reported that pump had malfunction alarm with code displayed and no events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.